Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized due to the event. The same day as the event onset, the patient was temporarily transferred to hemodialysis. At the time of this report, the event remained ongoing and the patient continued hospitalization for further management. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.